Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Contact reported the customer's blood glucose level was 273 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the contact stated they would contact the customer's healthcare provider for alternate insulin therapy. Contact declined follow up to ensure backup therapy was obtained.